Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump alarmed power error detected. The customer's blood glucose level was 160 mg/dl at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The power management tool confirmed pump error (B)(4) alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. No unexpected power error (B)(4) alarms during testing. The insulin pump was received with missing retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked keypad overlay, scratched keypad overlay, cracked case behind the pump at the corner of the belt clip rails, fading serial number label, faded end cap address label, scratched case, pillowing keypad overlay, and minor scratched lcd window. We were unable to perform the displacement test due to missing retainer.